Manufacturer narrative:
The magnetom symphony system manual, section e.1-10, clearly warns the operator of the risks of improper patient positioning.

Event description:
It was reported to siemens that a (B)(6) pt underwent a right shoulder MRI on (B)(6) 2010. The pt was seen by her own physician on an unk date. The pt's physician contacted the hospital on (B)(6) 2010 to report this event. A picture was provided showing a lesion on the pt's left shoulder. The size of the lesion is approx 1 inch by 1/2 inch and could result from a 2nd or 3rd degree burn. The technologist who performed the scan reported that the pt's left shoulder area was touching the bore. We are unaware of the medical treatment provided by the pt's physician.